Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) device exhibited loss of capture and high out of range pace impedance measurements greater than 2500 ohms on the right atrial (ra) lead. The ra lead is not a boston scientific product. The patient was to be seen in the future for additional follow up. Over four years later, a healthcare provider contacted boston scientific technical services (ts) to perform a post-procedure device check. The specific procedure was not noted. Ts indicated there were stored atrial tachycardia response (atr) episodes that occurred two days prior which exhibited noise and oversensing on the ra lead. The ra pace impedance measurements were noted to variable between approximately 600 ohms and just under 2000 ohms, as observed on the pace impedance trend. These measurements are within normal specification limits. The products remain in-service. No patient symptoms or adverse patient effects were reported.

Manufacturer narrative:
Information indicates this device is currently in the possession of the explanting hospital. This investigation will be updated should further information be provided.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) device exhibited loss of capture and high out of range pace impedance measurements greater than 2500 ohms on the right atrial (ra) lead. The ra lead is not a boston scientific product. The patient was to be seen in the future for additional follow up. Over four years later, a healthcare provider contacted boston scientific technical services (ts) to perform a post-procedure device check. The specific procedure was not noted. Ts indicated there were stored atrial tachycardia response (atr) episodes that occurred two days prior which exhibited noise and oversensing on the ra lead. The ra pace impedance measurements were noted to variable between approximately 600 ohms and just under 2000 ohms, as observed on the pace impedance trend. These measurements are within normal specification limits. The products remain in-service. No patient symptoms or adverse patient effects were reported. Additional information was received that the ra lead exhibited high threshold measurements and noise in the bipolar configuration and as a result, it was surgically abandoned and replaced. The crt-d device was also explanted and replaced at the same time. No additional adverse patient effects were reported.

Manufacturer narrative:
Information indicates this device is currently in the possession of the explanting hospital. This investigation will be updated should further information be provided. -- the returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. The associated investigation determined that this device exhibited intermittent fluctuations in impedance measurements with no conclusive evidence of a product malfunction; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) device exhibited loss of capture and high out of range pace impedance measurements greater than 2500 ohms on the right atrial (ra) lead. The ra lead is not a boston scientific product. The patient was to be seen in the future for additional follow up. Over four years later, a healthcare provider contacted boston scientific technical services (ts) to perform a post-procedure device check. The specific procedure was not noted. Ts indicated there were stored atrial tachycardia response (atr) episodes that occurred two days prior which exhibited noise and oversensing on the ra lead. The ra pace impedance measurements were noted to variable between approximately 600 ohms and just under 2000 ohms, as observed on the pace impedance trend. These measurements are within normal specification limits. The products remain in-service. No patient symptoms or adverse patient effects were reported. Additional information was received that the ra lead exhibited high threshold measurements and noise in the bipolar configuration and as a result, it was surgically abandoned and replaced. The crt-d device was also explanted and replaced at the same time. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device and another manufacture's right atrial (ra) lead displayed loss of capture (loc) and pacing impedances greater than 2500 ohms. The patient was to be seen in the future for additional follow up. There were no adverse patient effects reported. The device remains in service.